Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 (mg/dl) customer consumed orange juice to address bg level. Reportedly, customer changed supplies; however, a review of pump history indicated the load process may not have been properly performed. Customer's bg levels later stabilized to 120-132 (mg/dl). Customer will receive additional pump training and was advised to contact their health care provider to discuss diabetes management.